Manufacturer narrative:
Conflicting information was received regarding the patient's age and date of birth. Follow-up is being conducted. UDI not available for this system. Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown, ubd: unknown, UDI #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. It was noted that the imaging system had been use multiple times after the reported issue. It was suspected that a potential cause of the transfer error was there were no navigated tags on the patient's scans. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, after taking a 3d spin on the imaging system, it transferred to the navigation system and an error message occurred. It stated "unregistered image transferred. Manual spin required". A manufacturer representative stated that the image on the imaging system had a nav tag. The representative tried to manually push and the same error message occurred. Technical services (ts) had the representative delete the patient and re-add but the error message persisted. The procedure was completed without the use of the imaging system and navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the anomaly through log analysis. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: clarification was received regarding the patient's age. If information is provided in the future, a supplemental report will be issued.